Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer acknowledged the alarms and resumed insulin therapy. Reportedly, the customer uses supplies longer than the recommend 72 hours with novolog insulins, does not remove air during the load sequence and refills the cartridge. These are considered off label use.